Manufacturer narrative:
A visual examination of the returned device found the basket was in the closed position. The guidewire lumen (side-car) presented push-back. Functionally, the basket could be extended and retracted without issue. Basket wires were found to be properly formed and evenly spaced. Additionally, a leak test was performed, but resistance was encountered due to the contrast inside the device. Slight backflow leakage was noted at the handle. Further analysis of the handle confirmed that a spacer seal component was missing. The condition of the returned incident device was consistent with the reported event since a leak was observed at the handle during testing. Additionally, the device evaluation found that the guidewire lumen (side-car) presented with push-back. This damage likely occurred due to anatomical/procedural factors which limited the device performance. A review of the device history record (DHR) was performed; no non-conforming events or deviations were identified. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while injecting contrast medium through the device, a leak at the handle was noticed. Reportedly, the basket was extended slightly from the sheath. No other anomaly or device damage was noted. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; side-car push-back.